Event description:
The manufacturer received information alleging system leak verification test step failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated by the manufacturer's service technician when the issue occurred on the device. During the evaluation it was noted that the device's muffler assembly had caused the system leak verification test step to fail on the device. In conclusion, the device's muffler assembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device that when attempting to modify setting, the setting would return to the minimum valve you on its own. The manufacturer's service technician evaluated and found when the minus "-" button was pressed, the color would return to its original color, but the set value will continue moving in a negative ("-") direction. The manufacturer's service technician contacted the manufacturer, and it was confirmed that this was a software issue on the device. There were no repairs made to the device for this issue, and it was unrelated to the reported issue.